Event description:
Related to MFR report # 2183959-2012-00201. The patient was implanted with an ams miniarc sling. It was reported that the patient experienced physical pain and suffering, has sustained permanent injury, physical deformity, and has undergone or will undergo corrective surgery.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.